Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 -14.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2016 and excessive vaulting was noted. The lens was explanted and exchanged for a shorter lens with a similar diopter size on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016; ucva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; visual inspection found haptic torn. (B)(4).